Event description:
The customer reported that when the system was in lateral position, the monitor intermittently would go blank and a communication error message would be displayed. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.